Manufacturer narrative:
The sample was returned on 15-sep-2023. There was no evidence of leakage and the sample met product performance expectations during pressure leak testing. Leakage was not confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The incident involved a microclave¿ clear neutral connector on an unknown date. As per report, when connecting to the port a catheter, the caps are leaking when the customer is flushing from another port. The rubber popped off of one on the caps. There was unknown patient involvement and no patient harm. This is the first of four reports.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).